Event description:
It was reported a merlin transmission showed the patient received an alert for three upper out of range high voltage lead impedance measurements. The patient was brought into the clinic and the impedance measurement had returned to normal values. The patient will continue to be monitored. The patient was asymptomatic and remained stable.